Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, (discarded). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: trilogy longevity constrained liner, p/n 00633405028, l/n 63449667; versys hip system femoral head, p/n 00801802803, l/n 63548403. (B)(6). Multiple MDR reports were filed for this event. Please see associated reports: 0002648920-2017-00374; 0001822565-2017-03832.

Event description:
It was reported that patient had a hip arthroplasty on an unknown date and had a revision procedure due to dislocation. The liner and femoral shell were revised and replaced. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-06031.